Manufacturer narrative:
Date rec¿d by MFR : 26mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that when the air flow was set to 10 liters per minute (lpm) it read 4 lpm. When air flow was set to 120 lpm, it read 72 lpm. The fse advised the customer to replace the flow sensor assembly. The customer reported replacing the flow sensor and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement. Event date not specified; estimate used.